Event description:
Per the clinic, the patient experienced poor device performance with device use, leading to the decision to explant the device. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: per the clinic, the patients device was not explanted as previously reported. The implanted device remains. This report is filed (B)(4) 2013.